Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed last week (exact date unknown). According to the complainant, during the procedure, the clip grasped and locked onto tissue but there was too much resistance and the clip stayed attached to the catheter for too long when being deployed. Eventually, the clip was able to deploy and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.